Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10: additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of cruciate ligament reconstruction, when tightened the suture, the suture was broken off (as the attached photo shows). No additional information could be provided. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photos, the white/green suture was broken. Also, it was identified that the distal part was damage, the ends were frayed. A DHR review has been performed for lot 8l16724; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. This complaint can be confirmed. An investigation was made with the manufacturer; as a result, the white suture is used to assembly into a graft construction with provides fixation. The green / white suture is the lead suture due to it is used to pull the implant/ graft construction with tension, the tension values are associated with this final implant assembly; the strength requirement of adjusting suture loops well the 250n clinical spec 1700n. The tension clinical spec is high compared to expected intraoperative loads is 20-50n. Therefore, based on the work instruction of finish goods 103050528, the tension is measured only on the green/white suture (111455) during the manufacturing process. Hands on analysis should provide the evidence necessary to confirm the root cause. It is necessary to perform the pull test to provide enough evidence to determine the root cause. This breakage is more associate to procedures variables such as: snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. As per IFU 111882 the steps for a proper insertion are provided. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the surgery of cruciate ligament reconstruction, when tightened the suture, the suture was broken off. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the white/green and the white suture were broken. Also, it was identified that the distal part was damage, the ends were frayed. A DHR review has been performed for lot 8l16724; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. This complaint can be confirmed. An investigation was made with the manufacturer; as a result, the white suture is used to assembly into a graft construction with provides fixation. The green / white suture is the lead suture due to it is used to pull the implant/ graft construction with tension, the tension values are associated with this final implant assembly; the strength requirement of adjusting suture loops well the 250n clinical spec ~1700n. The tension clinical spec is high compared to expected intraoperative loads is 20-50n. Therefore, based on the work instruction of finish goods 103050528, the tension is measured only on the green/white suture (111455) during the manufacturing process; the pull test cannot be performed due to the broken suture does not meet the dimensions for the test. Regarding the white suture, an inspection is performed during the manufacturing process to check the measurement value and the condition; this information correspond to a process control and it is the document to use to guarantee the inspection of the white suture, due to this broken suture can¿t have happened during manufacturing process. This breakage is more associate to procedures variables such as: snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. As per IFU: the steps for a proper insertion are provided. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2021, it was observed that the rgdloop adjustable stnd suture device broke upon tightening. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.